Event description:
It was reported that the liquid that came out of the device was turbid with black granules. None of the liquid entered the surgical site. The patient did not require any additional treatment and the procedure was completed successfully as planned.

Manufacturer narrative:
The device was not received by the manufacturer for investigation. If additional information is received, a follow up report will be filed.